Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01878. It was reported the patient complained his scs stimulator has not been working for the last two weeks. A sjm representative met with the patient and a diagnostics test revealed multiple lead contacts were invalid. Follow-up identified the patient's scs leads were explanted and replaced. Stimulation therapy was reportedly effective postoperative.